Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case, the patient initially had tvr in 2013 due to endocarditis. It has been determined that this event was due to patient related factors. There has been no allegation of a device malfunction.

Event description:
Edwards received information that a bioprosthetic tricuspid valve, implanted four (4) years, two (2) months was explanted due to recurrent endocarditis with vegetation, causing severe tricuspid regurgitation. Intraoperatively, the leaflets appeared restricted and immobile. The explanted device was replaced and secured with a cor-knot device. The tee confirmed the new valve was well seated with no perivalvular leaks and had good function. The patient weaned from bypass and the procedure was completed. The patient tolerated the procedure well and there were no complications. She was transported to the ICU in critical but stable condition. Postoperatively, the patient developed recurrent endocarditis, severe heart failure and sepsis with multi-organ failure. The patient was seen by multiple specialists but ultimately expired on pod #15.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although edwards was unable to perform device analysis, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic valve, implanted four (4) years and two (2) months, was explanted due to severe tricuspid regurgitation, secondary to calcification. Intraoperatively, the leaflets appeared restricted and appeared to be calcified and immobile. The explanted device was replaced with another edwards bioprosthetic valve and secured with a cor-knot device. The tee confirmed the new valve was well seated with no perivalvular leaks and had good function. The patient weaned from byass and the procedure was completed. The patient tolerated the procedure well and there were no complications. She was transported to the ICU in critical but stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.